Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the back cord cover was damaged and that the screen and touch pen would not allow programming, the programmer did not work with the provided stylus however it did with a known good stylus and therefore the stylus was replaced and calibrated. The power cord bay was also replaced due to broken tabs on its door and the hard drive was also reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer's back cord cover was in need of replacement and that following interrogation the programmer's pen and screen would not allow programming. The programmer was returned for service. No patient complications have been reported as a result of this event.-